Event description:
During procedure, device became entrapped in mitral valve. During retraction of device, tip of catheter broke off and remained in heart. Required open heart surgery to retreive broken tip.